Event description:
Nurse and aide were using lift to transfer pt from chair back into bed. Resident slid from sling and fell to the floor during transfer. Sling was correctly attached to lift and there was a rubber pad and chux underpad between pt and sling. Apparently during transfer the pt stiffened, arched her back and straightened her legs which allowed her to slide out of sling.